Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge service territory manager (stm) was dispatched to evaluate the iabp. The biomedical engineer (biomed) from the facility indicated that the batteries were fully depleted and not charged. Service observed system after biomed fully charged the batteries for two days, no problem found. Stm performed and passed all calibration, functional and safety tests and the iabp was returned to the customer and cleared for clinical use. (B)(6).

Event description:
It was reported that during use on a patient the cardiosave intra-aortic balloon pump (iabp) did not function on battery. There was no harm or injury to patient and no adverse event was reported.